Event description:
It was reported that a patient implanted with an impella cp experienced very poor peripheral perfusion to both lower limbs. The impella cp was explanted due to severely compromised lower limb perfusion. A central extracorporeal membrane oxygenation was subsequently initiated. The patient was stable on impella cp.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
Investigation summary: no product was returned for investigation. Ischemia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the ischemia was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1921936. Device history batch: subcomponent lot: n/a. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.